Event description:
The outer green lamp that covers the light source for the above light, cracked, sprinkling a pl with multiple pieces of glass. The pt was uninjured by the event. The gasket had worn through and was not intact. The replacement gasket was much thicker and capable or heavier wear and tear.